Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus."

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer overestimated the amount of insulin needed, and delivered too large of a bolus which resulted in low blood glucose (bg) level of 40-50 mg/dl range. The customer consumed carbohydrates to resolve the issue. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Reportedly, customer continued using pump for insulin therapy.